Manufacturer narrative:
Product event summary: log file analysis did not reveal any anomalies; however, alarm files covering the reported event date were not available for analysis. A possible root cause can be attribute to accidental disconnection of the power source. Additional products: 1650de/ (B)(6) h3: device evaluation: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 19, 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The battery¿s cables were pulled and twisted in an attempt to replicate the reported event. The results revealed that the connection remain secured throughout. As a result, the reported event could not be confirmed; the batteries were able to securely attach on both power ports; all connections were stable with no abnormalities observed. Additional products: device available for evaluation: yes, return date: 2017-11-21. Device evaluated by manufacturer: device evaluation: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Battery/ (B)(4)/ (B)(4)/ exp. Date: 11/30/2017. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: 12/01/2016 .labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery became disconnected during physical exercise for a short time. When inspected, the battery connections were fixed/secure, but became loose and released with strong movement. This connection issue occurred with two different batteries. Both batteries were replaced. No patient complications have been reported as a result of this event.